Event description:
Event occured at night. The pump kept continuously alarming and the pt missed out on half of the feed. There was no illness injury or medical intervention resulting fromt he event. One pt involved. Note: event date given above is approximate.